Event description:
It was reported that the product was connected to a bag with normal saline. When the surgeon pushed the button for irrigation, the normal saline splashed all over from the bottom of the battery part. Another new one was used without problem. There was no injury or intervention required due to the event.

Manufacturer narrative:
Device was received at our distribution location and sent to the mfg site for evaluation. Once complete, a follow-up report will be submitted with investigation results.